Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a short low glucose episode and self-treated with oral rapid-acting carbohydrates, with no loss of consciousness, no seizure, and no need for external assistance. Symptoms included hypoglycemia. Outcomes included transient impact without ongoing impairment or hospitalization. Investigation included case review of the user-reported event. Investigation of this case revealed no device malfunction reported and no contributory device component finding. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.